Event description:
This 25-yr-old female had initial repair of torn ligament left knee in 11/85 at another facility. Anterior cruciate ligament was replaced with an artificial prosthetic. On 9/93, developed torn meniscus left knee. Presented 9/15/93 for arthroscopy and prosthetic ligament noted to have deteriorated. Remenents removed and sent to pathology along with staple.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - expected. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.